Manufacturer narrative:
H3: analysis of the extension (serial no. (B)(6) found no anomalies and normal functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3389s-40, lot#: va1zu2e, implanted: (B)(6) 2019, product type: lead. Product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3389s-40, lot#: va1wvb2, implanted: (B)(6) 2019, product type: lead. Product ID: 3708640, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 13-feb-2023, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 13-feb-2023, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 23-oct-2021, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 13-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an imp lantable neurostimulator (ins) for epilepsy and dbs (deep brain stimulation) therapy indications. It was reported that while exposing the distal ends of the leads during a stage two procedure, the hcp pulled on the lead cap and pulled the number eight contact off of the right lead. The set screw for the right lead cap was still holding that contact firmly in place. While making the extension wire to lead connection, the hcp failed to secure the number 8 contact block between his fingers in the extension wire and torqued it. This resulted in an obvious open circuit for contact 11 and a short circuit between contacts eight and nine. Intra-operative impedances for monopolar contacts 8 and 11 showed greater than 20,000, contact 9 was 1272 and contact 10 was 1335. Bipolar impedances for all combinations except 9 and 10 were greater than 20,000. Bipolar for 9 and 10 was 2725. There were also high impedances for contact 3 on the left side. The extensions were withdrawn from the battery, cleaned and reseated. The lead to extension connections were checked, and it was noticed the connector block for contact 8 had turned. Contact 11 was missing from the lead. The broken contact was found in the lead cap that had been pulled off without releasing the set screw. Everything was reconnected, but there was no change to impedances. The right extension was replaced with the thinking that the connector blockwas damaged. The hcp decided the normal functioning contacts 9 and 10 were probably the ones that would be used for therapy and decided to close. No environmental, external, or patient factors were reported to have led or contributed to the issue. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension; product ID: 3389s-40, lot# va1zu2e, implanted: (B)(6) 2019, product type: lead; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, product type: extension; product ID: 3389s-40, lot# va1wvb2, implanted: (B)(6) 2019, product type: lead; product ID: 3708640, serial# (B)(4), product type: extension. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the entire dbs system was explanted due to infection a few minutes ago. It was indicated follow-up would be done to determine if successful programming had been obtained and if the patient would be re-implanted.

Manufacturer narrative:
Analysis of the extension (B)(4) revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was able to be programmed to therapeutic effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient had their initial programming on august 22nd and that the patient was implanted for epilepsy, therefore successful therapeutic effect could not be determined upon initial programming. No interventions were planned to resolve the high impedances at the time the information was received.